Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion and difficult imaging were unable to be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr), a rotated heart, heart failure, and barlows valve for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced within the patient and a mitraclip had started to advance on the sgc when a pericardial effusion was identified. A paracentesis to drain the effusion and the pressures stabilized before the procedure was discontinued. The final mr was grade 4+. There were no clinically significant delays reported.